Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected. The first cylinder had a leak in the middle of the cylinder body consistent with sharp instrument damage that likely occurred during explant. No anomalies were noted on the second cylinder. The pump was visually inspected, not identifying any abnormality. Upon functional testing, the pump did not pass the deflation test. Based on the information available and analysis results, the reported allegation of a hole was not identified. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a cylinder hole. It was indicated that the event was resolved. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a cylinder hole. It was indicated that the event was resolved. No additional information was reported.